Manufacturer narrative:
(B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, it was presumed that stress generated by continuous catheter manipulation against resistance had likely damaged the tip of the reported crosswalk support catheter. The applied stress would localize and therefore exceed the product design limit when the tip movement was being restricted by cto or small collateral. Upon removal, the damaged tip in trapping collateral was likely detached from the rest. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] carefully handle the product under fluoroscopy. If any resistance is felt while handling the product, immediately stop the manipulation and find out the cause of the resistance in order to avoid damage to blood vessels and separation or kinking of the product. [Malfunctions and adverse effects] separation.

Event description:
It was reported that the tip of an asahi crosswalk peripheral support catheter had broken off in a collateral branch of the tibial artery during a peripheral intervention to treat a moderately calcified, moderately tortuous, chronic total occlusion (cto) in the mid tibial artery. While attempting to bring the crosswalk up from the pedal sheath over a non-asahi v-18 guide wire, force was applied against resistance. The tip of the crosswalk got directed into a small branch and got stuck and was left in the small vessel off the left tibial. The physician did not attempt to recover the tip as it went into a collateral. The doctor switched to a non-asahi cxi support catheter and there was no significant delay to the case. The patient outcome was normal. The procedure was finished and all was well.